Event description:
It was reported that the left ventricular (lv) lead had high threshold since implant. An interrogation showed the capture threshold had risen and there was failure to capture. The lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2012; 5866-38m adaptor (B)(6) 2011; 5076-52 implantable pacing lead (B)(6) 2001; 6943-65 implantable tachy lead (B)(6) 1998. (B)(4).